Event description:
Patient's mother reported that a black vertical line has appeared on the blood glucose monitoring device display; black line still appears during display check. Mother stated the line is wide enough to lead to misinterpretation of results and recommendations. No further information was provided. No physiological effects were reported. Patient's mother did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).